Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the information center ix was rebooting/crashing/locking up during attempts to discharge patients. The issue occurred after (B)(6) 2018. There was no patient incident.